Event description:
Patient ws revised to address a corail stem which had broken at the neck.

Event description:
Patient was revised to address a corail stem which had broken at the neck. Doi (B)(6) 2008, dor: (B)(6) 2012 (right hip). Update - (B)(4) 2013 - plaintiff's amended preliminary disclosure received (B)(4) 2012 by outside counsel. Part and lot numbers for stem are provided. Dob also provided. Complaint updated and follow-up mdrs submitted.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combinations since their release to distribution. Review of the device history record did not reveal any related manufacturing deviations or anomalies. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional information: dob, event description, brand name, device product code, product/lot numbers, report source, date received, 510(k) #, date manufactured. The investigation has been reopened due to receiving part and lot numbers. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.